Event description:
The customer reported that there was a clunking noise in the tube housing and then the screen went snowy. This resulted in a loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray tube was evaluated and replaced. The system was tested and found to be working as intended and returned to service.